Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer also stated the pump battery depleted form 45% to 15% within minutes. In addition, the touchscreen was unresponsive to presses after the pump was take into the pool. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.